Manufacturer narrative:
This report is been submitted to provide additional information from the customer. The follow field updated: event. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was returned to olympus for device evaluation and investigation confirm the reported issue during investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. During the investigation, the reported blackout and b30 communication error occurred only at the connector on the master side, but connector on the slave side shows normal image. According to the investigation, both connectors on the master side and the slave side were connected independently in order to confirm image. The b30 scope communication error occurred when connecting the connector on the master side. Therefore, it was determined that either the connector or the image sensor unit on the master side was damaged. As a result of assembling the same circuit board as that of the connector on the master side, and checking image, b30 was reproduced as well. Moreover, as a result of disassembling the scope to check appearance of the whole charged coupled device (ccd) cable, no abnormalities such as a tear of coating or breakage were realized. In conclusion, it is determined that damage of the image sensor on the master side caused the event. The causes of damage of the image sensor may be presumed such as accumulated electrical stress by repeated energization, accidental application of static electricity, or overcurrent like leakage current, but could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The user facility provided additional information that the event occurred during a laparoscopic surgery low anterior resection procedure. It was reported that the procedure was completed using similar device with no delay.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, scratches on curved rubber and b30 (scope communication error). The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, that the endoeye flex 3d deflectable videoscope exhibited b30 communication error code. The event occurred during therapeutic procedure. The customer reported that the facility staff cleaned the electrical contacts on the scope and reconnected it to the cv-190, but the error recurred and the case was continued with a change to a 30-degree optical viewing tube and camera head. It was reported that the procedure was completed using similar device there was no report of patient harm or user injury associated with this event.